Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorts between conductor coils consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-51233. It was reported that a patient presented with signal artifact noted on the right atrial and right ventricular leads. The leads were explanted and replaced on (B)(6) 2023. The patient was stable throughout.